Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that he was doing great after implant, but when he woke up he started going to the bathroom every hour to hour and a half. Additional information was received and patient called back stating that he has the ins for bladder control and the device was working friday, saturday and sunday, but this morning he noticed a return in his symptoms. It was noted the stimulation was set to 2.9v, but was able to increase stimulation to 3.9v after previous adjustment and patient called again and stated that the settings was not working and decided that they wanted to increase stimulation to 4.4v which they did. Patient also reported that the device was not working and that they were uncomfortable. No further complications were noted or anticipated

Event description:
Additional information was received from the patient who said he is having a lot of troubles with it and is going to the rest room every hour or less, once went every four hours and goes two hours at max. Yesterday patient went every hour on the hour. Patient said it has worked on and off since implant and it has never worked quite right. Patient gets relief every once in a great while. While on the call checked patient's settings and the stim was off. Patient said he switched from program 7 this morning. On call patient turned on therapy and increased stim to 4.3 volts on program 3. It was reviewed with the patient how to use the handset. Patient was turning off the therapy and then turning off the handset, and hadn't understood how to just turn off the handset. No further complications were noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.